Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2023. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the pediatric patient experienced a detached sensor wire which occurred on the same day the sensor had been inserted in the left abdomen, according to this report. Initially no symptoms were reported, however it was observed that some kind of error was displayed during warm up, and when the sensor was removed from the body, the sensor wire was missing. A detached sensor wire occurred with the previous sensor insertion on the right abdomen about (B)(6) 2023, documented in a separated complaint, the patient was brought to the hospital. In the hospital an x-ray was made which showed 2 retained sensor wires, 1 in the left abdomen which is regarding this sensor session (this report), and one in the right abdomen which is regarding the separate complaint. The area on the left (this report) containing the retained sensor wire was rounded and painful. The retained sensor wire area on the right (a separate complaint) was visualized on x-ray as a boomerang-like shape and the area was not painful. The meeting scheduled with surgeon was set for (B)(6) 2023 and the surgery took place on (B)(6) 2023. It was stated that a piece of sensor wire was surgically removed and that besides this, a piece of the sensor wire was also removed from the right abdomen. The patient was discharged, even though it was not known how much time the patient spent in the hospital in total and had outpatient surgical consultations. The patient's surgical care had been finished due to favorable progress. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of 2 reports of surgical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).